Event description:
It was reported that this device was unable to be interrogated. Home monitoring showed the battery at 25 percent the same day. The device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2022. The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was not interrogatable, confirming the clinical observation. However, the memory content could be inspected. The inspection revealed an invalid memory content in an area related to specific device ID data which resulted in the clinical observation. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The pacemakers therapy capability was not compromised. During the further course of the analysis the pacemaker was reset. Subsequent interrogation was properly feasible. A stress test under different temperature environments was performed. The memory content remained valid. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.